Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - vascular and nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed on (B)(6) 2026. During the procedure, it looked like the gel moved towards the apex, most likely deposited anterior to denovillier's fascia, which allowed it to spread out bilaterally. Also, the lower needle tract might had let it spread to the penile bulb. A magnetic resonance imaging (MRI) was performed, and it found that the hydrogel had spread near the prostate capsule to the left and the right posteriorly. Then, it gathers near the apex, and a small amount goes inferiorly near the penile bulb. Also, it appears to be hydrogel near both neurovascular bundles. Due to these findings, the physician will place a rectal balloon on the patient, because; there is basically no protection from the hydrogel. The patient is expected to start his radiation treatment soon.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - vascular and nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Device evaluation: the device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. A review of the device history record (DHR) was performed. It was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of gel found in unintended site-nonvascular was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed on (B)(6) 2026. During the procedure, it looked like the gel moved towards the apex, most likely deposited anterior to denovillier's fascia, which allowed it to spread out bilaterally. Also, the lower needle tract might had let it spread to the penile bulb. A magnetic resonance imaging (MRI) was performed, and it found that the hydrogel had spread near the prostate capsule to the left and the right posteriorly. Then, it gathers near the apex, and a small amount goes inferiorly near the penile bulb. Also, it appears to be hydrogel near both neurovascular bundles. Due to these findings, the physician will place a rectal balloon on the patient, because; there is basically no protection from the hydrogel. The patient is expected to start his radiation treatment soon.